Event description:
Philips received a complaint on an patient information center ix (pic ix) indicating that pic ix all hosts were in local mode; the issue was hospital wide. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The rse performed troubleshooting, and found that the primary server operating system logs showed the pic ix application (philips.pmp.servicehost.exe) terminated unexpectedly at 9:39pm on 11sep2024. The rse noted that the customer site had a virtually managed (vm) hybrid network system (customer and philips supplied clinical networks); the pic ix server was on the customer network, and the pic ix hosts were on the philips network. The rse asked the biomed to have their server administrator check if work was being done or if they were having issues with the vm during the time of failure. There was no response to the is request, and no further information was received. Based on the information available and the testing conducted, the cause of the reported problem was the pic ix services being stopped at the primary server. The reported problem was confirmed. The device was operational after the pic ix services were restarted on the primary server. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.